Event description:
It was reported that a patient was brought to clinic for right ventricular (rv) lead revision due to unspecified issue. The physician elected to explant and replace the rv lead. The patient condition was stable.